Event description:
It was reported that during a procedure, when surgeon went to drill an anchor and before spinning the drill, he noticed it seemed longer than normal however he already used it with the first anchor. He pulled the guide out and sure enough, the drill bit was way longer than the drill guide and comparing with other drills there was a visible difference with the length side by side. A back up device was available to complete the procedure without delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: one twist drill for 1.7mm suture anchor was used for treatment but was not returned for evaluation. Per instruction for use: ¿prior to use, inspect the device to ensure it is not damaged. Instructions for use contains precautionary statements and recommendations for proper use of product. This product is under review. The allegation was confirmed. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation but the condition was verified. Additional investigation by engineering resulted with initiation of a corrective action as a response to the situation.